Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the heater bag and the heater line of the cassette, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell five of five of peritoneal dialysis (pd) therapy. During the troubleshooting, it was determined that there was a disconnection between the heater line of the homechoice cassette and the heater bag that led to this alarm. Renal therapy services (rts) assisted the patient with ending the therapy session and removing the supplies. The patient would complete therapy using manual supplies. Proper procedures per user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.